Event description:
It was reported that during an unk procedure, fire but product failure, no patient results, use of new clip, during treatment.

Manufacturer narrative:
(B)(4). Date sent: 5/29/2026. D4: batch#: m9c598. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no apparent damage. To replicate the reported event, the device underwent functional testing. During testing, the device was actuated; however, the clips did not advance into the jaw. The device was observed to have a bent advancer tip. The instrument was subsequently disassembled, confirming the advancer deformation, and eight (8) clips were found within the clip track. Investigation confirmed the reported event and determined it was attributable to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch m9c598 number, and no non-conformance's were identified. Additional information was requested and the following was obtained: I wanted to share that, as the incident occurred in the operating room, I was unable to obtain any additional information about the specific malfunction of the device. Unfortunately, there were no further details available from the scene that could help clarify the exact nature of the issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.